Event description:
FDA recall but if I stop using this device I could with high likelihood stop breathing in my sleep. I do not have means of replacements, and philips doesn't have any to replace it with? FDA safety report ID# (B)(4).